Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to power on. Philips field service engineer (fse) inspected the system onsite and confirmed that the host pc hard disk was defective. Fse replaced the hard disk and reinstalled the os and application. After the replacement of hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system cannot boot up. The system was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.